Event description:
It was reported that the patient presented for follow up after inappropriate shock was delivered by the implantable cardioverter defibrillator (ICD). Inappropriate therapy was attributed to an episode of atypical atrial fibrillation (af). Medication adjustments were made. The patient was anxious but stable post-shock.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) exhibited a reoccurrence of inappropriate shock due to an incorrect interpretation of signal. Medical adjustments were made, and the patient remained stable.